Event description:
Us complainant reported the impella 5.5 would not prime. It seemed to skip the purge screen altogether on the aic (automated impella controller). A new impella (5.5) was opened and used successfully.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the priming issue has been completed. The pump was returned for investigation. No physical damage was observed on the returned product. The pump was primed without issue and ran as expected during the test. The pump was also reprogrammed and successfully tested for the priming issue of case start. From the returned log, it was confirmed that the pump case start was initially initiated on (B)(4). Case start activities were confirmed from the imc log, which shows that the pump was primed successfully and that case steps were completed in a specified manner. According to the clinical report, pump would not prime and seemed to skip the purge screens. The doctor made several unsuccessful attempts to repeat the case start, which was also confirmed in the imc log. A new pump was successfully primed without issue. The root cause of the priming issue was determined to be no problem found based on data logs and returned product. B7 added past medical history, d9 device return date corrections to the initial MFR report: b5-mso review. D4-model number. G2-selected health professional, company representative, and user facility.

Event description:
It was further reported that family decided to withdraw care and the patient subsequently expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome. It should be noted that a new pump was successfully implanted immediately and there was no significant consequence to the patient as it relates to the device malfunction.